Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a patient did not appear on the station. The patient was initially entered with an incorrect name and subsequently discharged from the es server to correct the entry. After being re-added with the correct spelling, the patient did not display on the device. A temporary patient was created; however, no medications were visible for that patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue involved temporary patient records. A technical support specialist (tss) dialed into the server and checked the affected patient, confirming that the patient was admitted with two temporary patient records in an expired status. The tss then accessed the station, searched for the patient, and was able to locate the correct record. The issue was confirmed to be resolved. The system functioned as intended after the technical support specialist assessed the device.